Event description:
Since the pump was implanted 2 weeks ago, the pt had a decrease in symptom relief and experienced swelling in different parts of his body. The medication dosage was increased the following week. A catheter dye study was performed later that same week which showed the catheter had dislodged from the intrathecal space. The pump flow rate was not decreased and catheter replacement was planned for the following week. The pt was reported to have recovered without sequelae. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.